Event description:
On (B)(6) 2008, customer reported smoke from the back of the coulter lh 500 hematology analyzer. Fire department was called. There was no fire or arcing. The magnitude of the smoke was minor. There was no damage to the room or items in lab, and no injuries to lab personnel. No reports of death or serious injury, and no effect to operator safety as a result of this event.

Manufacturer narrative:
The coulter lh 500 hematology analyzer is listed by csa international to the following standards: (B)(4). On (B)(6) 2008, the field service engineer identified that the solenoids on mf15 (mf is metal fabrication) were inoperable due to an electrical short. The electrical short was due to a diluent leak. (The diluent leak was contained within the unit.) The electrical short of the solenoids caused u1 on the diluter interface card to also have an electrical short. The diluter interface card was the source of the smoke. The fse replaced diluter interface card and mix module. The analyzer was verified as meeting specifications. As of september, 2008, there have been no further reported events of smoke from this analyzer. The root cause of the smoke is attributed to the solenoids on mf15 (solenoid bank) that became inoperable due to an electrical short when exposed to diluent that leaked within the unit. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.